Event description:
Treatment of an internal carotid artery (ica) aneurysm. It was reported that the second pipeline could not be released from the capture coil during deployment. After several manipulations with the catheter, the pipeline released and was implanted in the patient. The patient was intubated and ventilated with a terminal lobe infarction. Subsequently, the patient expired on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pushwire was not available. (B)(4).